Event description:
The initial reporter received questionable vitamin d and other assay results from an unspecified number of patient samples tested on the cobas e 801 analytical unit. One example of discrepant results was provided: the initial result from the analyzer was 73.8 ng/ml. The repeat result from another e 801 analyzer was 27.8 ng/ml. The initial result was not reported outside the laboratory as the qc went out of range, prompting the patient sample to be rerun. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation analyzed the data provided by the customer: the calibration results are within the specified ranges. The qc is out of range. The alarm trace has abnormal sample aspiration and abnormal sample probe movement alarms. The field service engineer (fse) inspected the analyzer and found that a worn-out sipper had caused the event. He replaced this part and performed successful instrument and mechanical checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.